Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results with an unknown number of symptomatic patient samples that resulted negative with the simplexa covd-19 direct assay, but were positve when tested on an unknown competitor platform and rapid antigen test. Run files were not provided for analysis after several attempts. It is not known what the results from the competitor platfom were or when the simplexa assay was used. Batch record review showed the critical component, reaction mix mol4151 lot#14373n, met all qc release criteria prior to kit release. Mol4151 lot# 14373n was tested using positive controls and no-template controls (ntc). Positive controls were tested in quadruplicate and resulted in zero occurrences of false negatives in any of the covid-19 targets. All positive controls were detected at an average CT = 27.6 (s gene), 27.2 (orf1ab), and the internal control avg CT = 32.1. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 4/19/22 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both times the targets were detected on all replicates (s gene = 25.0, 26.9 / orf1ab = 25.8, 27.1) . No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# 13541n. For suspected false negatives. As stated in the instructions for use, ifuk.en.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
Diasorin molecular llc received a complaint alleging false negative results with an unknown number of symptomatic patient samples that resulted negative with the simplexa covd-19 direct assay, but were positve when tested on an unknown competitor platform and rapid antigen test. The customer confirmed the alleged false negative results were not reported to the diagnosing physician due to the discrepancy with the competitor assay results. No alleged harm occurred. Patient sample collection method was not provided.